Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2017-00324, 3008452825-2017-00325, 3005334138-2017-00251, 3008452825-2017-00326, 9680001-2017-00102. Following an ablation procedure, a pericardial effusion occurred. The transseptal puncture was lost when attempting to enter the right veins. The previous puncture was difficult to find, and the advisor was displayed as outside the geometry and was difficult to move. A contrast injection was performed and it was thought the device was not in the pericardium. The physician moved back to the right atrium and found the transseptal puncture again. The procedure was then able to be completed. An echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. It is unknown when or how the effusion occurred. There were no performance issues with an abbott device during the procedure.